Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device back up vvi mode was observed when an update of the cybersecurity software upgrade was attempted. The tachycardia therapy was disabled. A device restoration was performed successfully. The patient was stable and will continue with routine follow ups.

Manufacturer narrative:
Correction: manufacturer report 2938836-2018-09505, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).